Event description:
It was reported that this right ventricular lead (rv) was surgically repositioned due to loss of capture. Monitoring was done after the revision procedure and the measurements were adequate. This rv lead remains in service and no additional adverse patient effects were reported.